Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted.

Event description:
It was reported that this left ventricular (lv) lead exhibited high out of range pacing impedance measurement, measuring greater than 2000 ohms. At implant, the lv lead pace impedance was measuring at 1455 ohms, the pace impedance has been increasing progressively. Additionally, boston scientific technical services was able to confirm within the device manual that this lead was within normal range, as long as the impedance measurement is between 200 ohms to 3000 ohms. Recommendations for the patient to continue routine follow-up. No adverse patient effects were reported. This lv lead remains in-service.